Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error. Insulin pump was exposed to magnetic field. Customer was able to clear alarm and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.